Event description:
It was reported that this device was explanted due to unknown reasons. The entire system was removed from service. This device apparently exhibited a malfunction. No additional adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4). No field allegations against this device. Additional information has been requested to the representative.

Event description:
It was reported that this device was explanted due to unknown reasons. The entire system was removed from service. This device apparently exhibited a malfunction. No additional adverse patient effects were reported.